Event description:
A customer reported the doctor claimed there was no phaco power from two handpieces during a cataract with intraocular lens implant procedure. The doctor had to use a third handpiece to complete the procedure. There was no harm to the patient. The facility was not sure if the issue was caused by the system or the handpieces, but the issue occurred during sculpt mode. They are unable to identify which handpieces were used during this procedure so a sample will not be returned.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).